Event description:
It was reported that at the implant procedure, the device had no output and showed oversensing when connected. There was evidence of blood in the header of the device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, a grommet was damaged.